Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Upon completion of a failure investigation, a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, the screen on the ventilator is freezing up after the unit is powered up and cycling for a while. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab received and evaluated the user interface module (uim). The reported failure was not duplicated in the laboratory setting. The root cause of the reported issue could not be determined as the reported issue was no duplicated.